Event description:
It was reported that the pt was charging more than expected. The recharge interval did not appear to be appropriate. The pt went to see his physician and it was determined that the pt's leads were broken. The pt was scheduled for revision. No pt outcome was reported. Add'l info received from the physician's office noted that the pt was losing coverage, and reported that stimulation was not as good as it had been, but was still pretty good. It was indicated that there would be a revision of the lead, extension, and stimulator in october. The issue was not identified and there was no indication of a broken lead. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178200805932.